Manufacturer narrative:
The customer called about an e1 error code, but the (B)(6) lab found 1 out of 5 returned test strips to read 53 mg/dl high, out of specification when tested with control solution.

Event description:
The customer called about an error code that he received when testing his glucose with his contour meter. The complaint did not meet the criteria to be reported at the time of the call, but the customer returned his test strips for evaluation. Replacement test strips were sent to the customer. The meter was replaced at his insistence.